Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient just sat on his couch. The wife noticed he passed out, and he described it like he was comatose, according to what his wife told him. The dexcom receiver and mobile device displayed 79 mg/dl, so the wife checked his bg, and the reading was 30 mg/dl. The wife gave him baqsimi and glucagon. They were supposed to call 911, but since he gained consciousness, so they didn't call. They removed the sensor after that and started the new one. The patient confirmed that he is fine during the next day report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.